Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a problem loading the device. The stapler was not able to fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, during gastric sleeve when was being applied to the first part of the stomach, an attempt was made to fire the device. Another stapler was used in order to complete the case. The patient is fine - no injury.